Event description:
Epredia¿ premium microscope slides used for amniotic fluid sample collected on slide and viewed by provider under microscope for ferning test. Patient was visually grossly ruptured, no ferns seen on slide. Concern with slides and incorrect reading. Another slide product was used and test confirmed.